Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4). Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 21310611.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. All device components were explanted and were not returned as they were discarded by the medical facility.